Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 1.3.2 h3, h6: the system was serviced in the field and no failure was found. B01, c19, and d14 are applicable. Software data was received by the manufacturer for analysis. Analysis confirmed a software failure occurred. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the surgeon was merging exams, and the system displayed an error 64. The site was able to use another exam for the patient without incident. The probable cause of the reported issue was a corrupt image. There was a delay of less than one hour and no impact on the patient's outcome.